Event description:
Patient was stable post programming changes.

Event description:
It was reported that patient received inappropriate shock for ventricular fibrillation for sinus tachycardia. Additionally a marker anomaly was marked as a ventricular fibrillation as ventricular systole during confirmation. However it was mentioned that this anomaly did not affect the device¿s ability to deliver therapy. Programming changes were made to prevent further inappropriate shocks. Patient was symptomatic due to the ventricular tachycardia and ventricular fibrillation issue. No further information available.